Manufacturer narrative:
This report is associated with argus case (B)(4), corega ultra cream. Corega ultra cream is marketed as super poligrip cream in the us.

Event description:
Overdose [intentional device misuse]. Heart attack. Case description: this case was reported by a consumer via call center representative and described the occurrence of intentional device misuse in a female patient who received denture adhesive powder-double salt (ultra corega powder) oral powder for denture wearer. On an unknown date, the patient started ultra corega powder. On an unknown date, an unknown time after starting ultra corega powder, the patient experienced intentional device misuse and heart attack (serious criteria gsk medically significant). On an unknown date, the outcome of the intentional device misuse and heart attack were not reported. It was unknown if the reporter considered the intentional device misuse to be related to ultra corega powder. The reporter considered the heart attack to be unrelated to ultra corega powder. Additional details: the consumer informed that she and her husband were using 4 tubes of ultra corega per month (2 per person). She informed they use the product twice a day for oral hygiene. The product local label recommended using only once a day. It was not clear if the reporter knew it was overdose. She also informed she had a heart attack 6 years ago but she did not relate it to the product. Case (B)(4) is a linked case from the same reporter (the case for her husband). Correction: the suspect product is ultra corega cream and not ultra corega powder as was previously reported.